Event description:
Patient revised for pain and pseudo-tumor.

Event description:
Duplicate report.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-04178. We are rejecting this file.